Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator notification. The eri indicator was cleared and the device remained implanted. The patient would continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported stated that the device was explanted and replaced on (B)(6) 2014 after reaching eri.